Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 25-aug-2017: event injuries deleted and new events pelvic pain, abdominal pain, vaginal pain, severe cramping, heavy abnormal bleeding added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and genital haemorrhage ("heavy abnormal bleeding") in a 32-year-old female patient who had essure (batch no. A22174) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, abortion and cholecystectomy. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included anemic, dizzy, light-headed, visual disturbances, drug allergy, smoker and endocervicitis. Concomitant products included eugynon (levonorgestrel w/ethinylestradiol) since 2012 and medroxyprogesterone (depo provera) since 2012 for contraception. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with surgery (lavh, cysto, bilateral salpingectomy) and surgery (ablation d & c). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, dysfunctional uterine bleeding, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, alopecia and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results: on (B)(6) 2014: surgical pathological report: final pathologic diagnosis uterus and cervix, laparoscopic assisted vaginal hysterectomy: benign endometrium with scar; mild cervicitis fallopian tubes, bilateral salpingectomy: no pathologic change. Microscopic description: sections of the cervix show mild acute and chronic inflammation near the transformation zone and focal squamous metaplasia. No dysplasia is seen. Sections of the uterus show a thin layer of endometrial stroma, with few inactive endometrial glands, lined by flattened cuboidal epithelium. At the endomyometrial junction, there is fibrosis, deposition of fibrinoid material, and a few histiocytes, consistent with prior endometrial ablation. No definitive adenomyosis is seen. The fallopian tubes are benign ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain, menorrhagia, dysfunctional uterine bleeding and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 32-year-old female patient who had essure (batch no. A22174) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included multigravida, parity 4, abortion and cholecystectomy. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included anemic, dizzy, light-headed, visual disturbances, drug allergy, smoker, endocervicitis and body mass index normal. Concomitant products included eugynon (levonorgestrel w/ethinylestradiol) since 2012 and medroxyprogesterone (depo provera) since 2008 for contraception as well as antidepressants from 2012 to 2013, prochlorperazine edisylate (compazine) from 2012 to 2013 and vicodin from 2012 to 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), irritability ("psychological or psychiatric problems condition: irritability"), rash ("rashes or skin conditions type: rashes"), urticaria ("rashes or skin conditions type: hives"), bladder disorder ("bladder or urinary problems or changes bladder problems/changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision problems"), eye disorder ("eye problems"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain / loss (specify which one): weight gain"), anaemia ("other injury(ies) or complication(s) - please describe: anemic") and cystitis ("infection (bladder/urinary tract/vaginal)- type: bladder"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and back pain ("back pain"). The patient was treated with surgery (lavh, cysto, bilateral salpingectomy), surgery (ablation d & c, (B)(6) 2012), surgery (ablation), surgery (ablation) and surgery (lavh, cysto, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, dysfunctional uterine bleeding, abdominal pain, vulvovaginal pain, abdominal pain lower, dysmenorrhoea, alopecia, fatigue, mood swings, female sexual dysfunction, depression, irritability, rash, urticaria, bladder disorder, migraine, headache, nausea, dyspareunia, visual impairment, eye disorder, vaginal discharge, weight increased, anaemia, cystitis and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, bladder disorder, cystitis, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, irritability, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most if not all symptoms decreased soon thereafter. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. On (B)(6) 2014: surgical pathological report: final pathologic diagnosis uterus and cervix, laparoscopic assisted vaginal hysterectomy: - benign endometrium with scar - mild cervicitis fallopian tubes, bilateral salpingectomy: - no pathologic change microscopic description: sections of the cervix show mild acute and chronic inflammation near the transformation zone and focal squamous metaplasia. No dysplasia is seen. Sections of the uterus show a thin layer of endometrial stroma, with few inactive endometrial glands, lined by flattened cuboidal epithelium. At the endomyometrial junction, there is fibrosis, deposition of fibrinoid material, and a few histiocytes, consistent with prior endometrial ablation. No definitive adenomyosis is seen. The fallopian tubes are benign. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain, menorrhagia, dysfunctional uterine bleeding and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- hormonal changes describe: mood swings, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, irritability,rashes or skin conditions type: rashes & hives, bladder or urinary problems or changes, migraines / headaches, nausea, dyspareunia (painful sexual intercourse), vision/eye problems type, vaginal discharge, weight gain, anemic, back pain, infection (bladder/urinary tract/vaginal)- type: bladder, did not undergo confirmation test. Concomitant disease were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and genital haemorrhage ("heavy abnormal bleeding") in a (B)(6) female patient who had essure (batch no. A22174) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, abortion and cholecystectomy. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included anemic, dizzy, light-headed, visual disturbances, drug allergy, smoker and endocervicitis. Concomitant products included eugynon (levonorgestrel w/ethinylestradiol) since 2012 and medroxyprogesterone (depo provera) since 2012 for contraception. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with surgery (lavh, cysto, bilateral salpingectomy), surgery (ablation d & c) and surgery (lavh, cysto, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, dysfunctional uterine bleeding, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, alopecia and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results: on (B)(6) 2014: surgical pathological report: final pathologic diagnosis. Uterus and cervix, laparoscopic assisted vaginal hysterectomy: benign endometrium with scar. Mild cervicitis fallopian tubes, bilateral salpingectomy: no pathologic change. Gross description: the specimen is received in formalin labeled "patient¿s name uterus, cervix, bilateral tubes." There is a uterus with attached cervix and fallopian tubes. It is 104 grams after amputation of fallopian tubes. The fallopian tube segments are fimbriated, 6.0 x 0.4 cm. Centrally the left fallopian tube appears twisted. The serosa is predominantly smooth. The cervix is 3.5 cm. The cervical os contains a large amount of red tan mucus. On bivalving, the endometrial cavity is stenotic and scarred, 1.0 x 0.8 cm. On sectioning, the endometrium is less than 1 mm thick and the myometrium 2.0 cm. No focal lesions are identified. On sectioning the tubes, they contain coiled metal within the lumen proximally. Cassette summary: a cervix, b 0 endomyometrium, e serosa, f right fallopian tube, g left fallopian tube. Microscopic description: sections of the cervix show mild acute and chronic inflammation near the transformation zone and focal squamous metaplasia. No dysplasia is seen. Sections of the uterus show a thin layer of endometrial stroma, with few inactive endometrial glands, lined by flattened cuboidal epithelium. At the endomyometrial junction, there is fibrosis, deposition of fibrinoid material, and a few histiocytes, consistent with prior endometrial ablation. No definitive adenomyosis is seen. The fallopian tubes are benign. Surgical pathological report: (B)(6) 2008: pathologic diagnosis. Placental tissue consistent with products of conception. Gross description: the specimen is received in a single container labeled, (B)(4)" no fetal tissue is identifiable. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain, menorrhagia, dysfunctional uterine bleeding and dysmenorrhea. Most recent follow-up information incorporated above includes: on 19-feb-2018: plaintiff fact sheet & medical record received. Events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), pelvic pain, hair loss, dysfunctional uterine bleeding fatigue are added. Lot number are added. Lab data updated. Concomitant condition and drug are added. Historical condition and drug are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.